Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced multiple breaches in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy fluid. The breaches in aseptic technique were further described as leaving fans running, not wearing the mask, cleaning their hands then putting on the mask and having the air conditioning unit on while making pd connections and disconnections. The physician reported that upon inspection of the patient's house, the bathroom was remodeled that week prior due to water damage, which may have caused mold spores to become airborne also contaminating the house. It was also reported there was a possible contamination of a drain bag that might have contributed to the event; however drain bag contaminations are not a part of the sterile pathway that lead to the patient. The patient was not hospitalized for the peritonitis event. The same day as onset, the patient was treated with intraperitoneal (ip) ceftazidime 1 gram for eight hour dwell; however this discontinued two days later. The patient was then treated with ip tobramycin 40mg for eight hour dwell daily (duration not reported) and oral diflucan (dose, frequency and duration not reported). Nineteen days prior to receipt of this report, the pd catheter was removed and the therapy modality was changed to hemodialysis. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
One day after the symptom of cloudy effluent, the patient was diagnosed with mold peritonitis (the mold was not further specified). Should additional relevant information become available, a supplemental report will be submitted.